Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received one appropriate shock which converted the arrhythmia to a slower rhythm, one inappropriate treatment, and two non-lifevest defibrillations.   The device was started up at 13:52:30 on (B)(6) 2022. At 16:55:02, an arrhythmia was detected. ECG shows vt @ 250 bpm with motion/tactile artifact and electrode lead falloff. Motion/tactile artifact and electrode lead falloff delayed the lifevest from treating the patient. At 16:56:14, an arrhythmia was detected. ECG shows vt @ 260 bpm with motion/tactile artifact and electrode lead falloff. At 16:56:50, the patient received an appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm with motion/tactile artifact and electrode lead falloff. The post shock rhythm was sinus bradycardia @ 30 bpm with unconducted p waves, motion/tactile artifact and electrode lead falloff. At 18:19:26, the patient received the first non-lifevest shock. The rhythm at the time of the non-lifevest shock was asystole with intermittent cardiac activity. Post shock rhythm was asystole with motion/tactile artifact and electrode lead falloff. At 18:35:00, the patient received the second non-lifevest shock. The rhythm at the time of the non-lifevest shock was asystole with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 18:36:27, the patient received an inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity, CPR/motion artifact and electrode lead artifact. The device was shut down at 19:53:17 on (B)(6) 2022.